Event description:
It was reported that lead impedances have dropped to a low value on both the atrial and ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead had shown a steady decline in lead impedance, sensing threshold decreased, and pacing threshold increased. The lead was partially removed and replaced with a new lead. No patient complications were reported as a result of this event.

Event description:
It was reported that lead impedances have dropped to a low value on both the atrial and ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.